Manufacturer narrative:
This supplemental report is being submitted to report the withdrawal of MFR report #8010047-2020-08602 and correct the initial report submitted on november 6, 2020. As a result of the investigation, olympus medical systems corp. (Omsc) concluded that this complaint was not reportable event.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus repair center for evaluation. The quotation inspection of the device by olympus repair center confirmed the following; the reported phenomenon was not reproduced. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the lamp of the device turned off by itself 30 minutes after the procedure started and the endoscopic image became dark. There was no report of patient injury associated with this event.